Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The instrument did not release the clip as expected after clipping onto the test tubing. The clip applier instrument was found with one grip bent.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip was not closing properly on a medium-large clip applier instrument. The procedure was completed with no reported injury. Follow-up completed on (B)(6) 2020 with robotics coordinator and obtained the following additional information about the complaint: the medium-large clip applier instrument never worked so the surgeon went to a backup instrument.